Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the 25mm tissue valve was explanted after a root abscess was reported. Intra-operatively, two cusps were torn and contained an abscess in addition to an abscess at the annulus. No vegetation was found. A non-sjm valve was implanted.

Manufacturer narrative:
The results of this investigation concluded infective endocarditis with vegetations on cusps 1 and 3, clinical history of prosthetic valve endocarditis and dehiscence, and a thin layer of fibrin on all cusps. Special stains were positive for gram positive cocci within the vegetations. There was no evidence found to suggest the cause infective endocarditis and fibrin formation were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the infective endocarditis and fibrin formation remains unknown.